Event description:
It was reported that while using the bd facslyric¿ that there was erroneous.the following information was provided by the initial reporter:mathan kumar krishnamoorthy (ist) 29 dec 22.from task 6829938. I¿ve checked the case, and from the available information I have deduced the following:¿ are there erroneous results on patient samples from diagnostic test? Yes. There were erroneous results on patient samples from a diagnostic test.¿ was there any delay of treatment due to the issue? The customer was instructed to flush the instrument and perform a laser setup procedure. Later (21/dec), it was confirmed that this resolved the issue. As such, there was no delay.¿ if patient samples were redrawn, was there any change or delay of treatment? N/a.¿ was there any physical harm/injury to the patient due to the issue? No.**********************piotr golebiewski : 2022-12-12 10:08:08 (gmt) the customer flushes the device, performs an ls and tries again.piotr golebiewski : 2022-12-12 10:04:44 (gmt) sample measurements reveal additional populations. Comparative measurements confirm this. Pqc is ok.

Manufacturer narrative:
The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, and serial # (B)(6). Problem statement: customer reported a complaint regarding compensation problems on (B)(6) 2022. This poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The issue was resolved and the instrument was found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 12dec2021 to 12dec2022. Device history record (DHR) review: DHR part #663029, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: there are (B)(4) complaints related to the as reported code 1 - optics - non-lasers. Then further filtered by as analyzed code 1, there are 5 complaints. Date range from 12dec2021 to 12dec2022. Returned sample analysis: a return sample was not requested because no parts were replaced. Service history review: review of related work order #: na, case # (B)(4). Install date: 12aug2021. Defective part number: n/a. Work order notes: n/a. Risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. Azure ID: (B)(4). ID: (B)(4). Hazard: potential incorrect data. Cause: expired fc beads. Inaccurate sov. Over or under compensation. Harmful effects: incorrect result residual probability: 1. Residual severity: 3. Residual risk index: 3. Potential causes: based on the investigation results, the potential cause for the compensation problems was not known. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the potential cause for the compensation problems was not determined. The customer reported a complaint regarding compensation problems. They noted that the sample measurements reveal additional populations. In an attempt to resolve the issue, the customer was advised to flush the device and perform a laser set up. The customer confirmed that flushing the device helped resolve the issue. The instrument is confirmed to be performing as intended. After the works performed, the compensation issue was resolved. The instrument was functioning as intended. No parts were requested for evaluation as there was no parts replaced. Although the instrument was used for diagnostic testing, the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Neither the customer nor any patients were harmed due to this issue. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation results, the complaint was confirmed and the potential cause for the compensation problems was not determined. The customer reported a complaint regarding compensation problems. The customer was advised to flush the device and perform a laser set up. After the works performed, the instrument was functioning as intended. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. Supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using the bd facslyric¿ that there was erroneous. The following information was provided by the initial reporter: (B)(6). 29 dec 22. From task (B)(4). I¿ve checked the case, and from the available information I have deduced the following: are there erroneous results on patient samples from diagnostic test? Yes there were erroneous results on patient samples from a diagnostic test. Was there any delay of treatment due to the issue? The customer was instructed to flush the instrument and perform a laser setup procedure. Later (B)(6) it was confirmed that this resolved the issue. As such, there was no delay. If patient samples were redrawn, was there any change or delay of treatment? N/a. Was there any physical harm/injury to the patient due to the issue? No. (B)(6): 2022-12-12 10:08:08 (gmt). The customer flushes the device, performs an ls and tries again. (B)(6) : 2022-12-12 10:04:44 (gmt). Sample measurements reveal additional populations. Comparative measurements confirm this. Pqc is ok.